Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported right side ¿leak." Patient additionally reported ¿gastric cancer¿, and ¿had pain in the right under arm and chest area" which are not device related. Device remains implanted.